Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed; there is no water invasion into the device. The electric board soldering and the wiring cables are normal. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It is presumed that the image abnormality has occurred because an electronic component in the board has failed due to overcurrent. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
On (B)(6) 2019, olympus medical systems corp. (Omsc) was informed that during an unspecified procedure with the ltf-s190-10, the endoscopic image disappeared. The user replaced the subject device to another one and completed the procedure.there was no report of patient injury associated with this event.